Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Section b3: date of event has been entered as 21feb2025 as the presentation occurred on (B)(6) 2025. Author information: national cerebral and cardiovascular center, suita, japan. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through ¿a case of arrhythmogenic right ventricular cardiomyopathy with biventricular heart failure undergoing fontan surgery combined with heartmate 3 implantation¿ that heartmate 3 (hm3) may be associated with aortic regurgitation. In this case study, genetic testing revealed a mutation in the desmin gene, leading to a diagnosis of arrhythmogenic right ventricular cardiomyopathy (arvc). At the age of 12, the female patient underwent an extracardiac conduit-type fontan procedure, right ventricular resection, tricuspid valve excision, and creation of an atrial septal defect. A heartmate 3 left ventricular assist device (lvad) was implanted 40 days post-surgery. Moderate aortic regurgitation was observed postoperatively, but otherwise, the postoperative course was favorable. The rotation speed of the hm3 was adjusted, and rehabilitation continued, leading to discharge three months post-surgery. One year after hm3 implantation, catheterization revealed a rotation speed of 5700 rpm, a ci of 2.4 l/min/m², and an average pulmonary artery pressure of 11 mmhg. As of 1 year and 9 months later, the hm3 is functioning well at a rotation speed of 5600 rpm, a flow rate of 5.2 l/min, and a pulsatility index of 2.7, with no progression of pulmonary hypertension observed. The patient continued to attend school while undergoing outpatient follow-up and was awaiting heart transplantation.

Manufacturer narrative:
Section b2: outcome corrected. Presentation citation: hayashi k, tominaga y, takemai k, komori m, shibagaki k, kutsuzawa r, banai n. A case of arrhythmogenic right ventricular cardiomyopathy with biventricular heart failure undergoing fontan surgery combined with heartmate 3 implantation. Congenital heart disease. Pediatric cardiology, feb 2025, o27-5. National cerebral and cardiovascular center. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.